Manufacturer narrative:
A1, a2, a4, a5, a6, b5, h6 impact code - updated. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
There was no patient involvement, and no patient harm/adverse event reported.

Event description:
It was reported that the pressure gauge is not reading correctly. No additional information was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One sample was received for evaluation. During a visual and functional test of the device, the customer reported issue was able to be confirmed. The cause of the reported issue was a defective pressure gauge. The device passed all functional and delivery tests performed after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.